Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap was not returned; all testing was performed with a test battery cap which was able to be fully tightened. The battery compartment was found to be intact. There was no evidence of a short battery life observed in the black box. Current draws were found to be within specifications. There were no "battery life" issues duplicated during the investigation. The pump case was removed for further investigation and there was no evidence of moisture or loose components found inside the pump. Unrelated to the initial complaint, the display was found to be dim and discolored.